Event description:
It was reported while testing with bd bactec¿ mgit¿ 960 pza medium, a false resistant pyrazinamide result was obtained. There were no health consequences or impacts reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material 245115 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The bd mgit pza testing system consists of mgit pza 7ml tubes (material 245115) and the mgit pza drug kit (material 245128). The mgit pza drug kit consists of lyophilized pza drug and liquid pza supplement components. The pza drug, pza supplement and pza 7ml tubes are used together to perform pza testing in the bd bactec mgit instruments. A complaint trend for performance was identified involving 245115 and 245128 mgit pza kit batches. Bd has initiated a CAPA (corrective and preventative action) to formally investigate the performance issue. The investigation has ruled out mgit pza 7ml tubes (material 245115) as the cause of increased, intermittent false resistance results observed. The batch history record review is satisfactory for the incident lot. Retention samples were tested per the standard performance procedure which is also described in the IFU (instructions for use, available on bd.com/e-labeling). Retention sample testing conducted for complaint investigations have not replicated the reported defect. Because the mgit pza 7ml tubes were ruled out by the CAPA investigation and retention sample testing has not replicated the false resistance, this complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It was reported while testing with bd bactec¿ mgit¿ 960 pza medium, a false resistant pyrazinamide result was obtained. There were no health consequences or impacts reported.